Event description:
It was reported that a flo-gard infusion pump ¿reported air.¿ there was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced onsite by a field service technician. An alarm log review was performed and no issues were noted related to the reported event. Visual inspection and functional testing were performed. The reported condition was verified. The cause of the condition was due to the air sensor being out of calibration. The air in line sensor was recalibrated to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.